Event description:
The customer contact reported the device touchscreen does not work. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. During testing at the user facility, the device touchscreen does not respond when pressed. No additional information was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing the device did not pass the touchscreen test. This was due to the touchscreen being out of calibration. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.